Manufacturer narrative:
Follow-up #1: date of submission 07/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: the display was observed to be dim, faded and pink. Unrelated to the complaint, the battery compartment was observed to be cracked at the case seal below the bumper. Also unrelated to the complaint, a crack was observed between the case seal and keypad cover.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.